Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with itching, burning, bruising, pus, and dry skin, covering an unknown part of the skin. The patient stated that pus was coming out of the site, which also had a noticeable smell, that the bruise was drank, and the skin was flaky. After 3 or 4 days the patient visited their doctor, and the reaction was treated with a prescription of an oral antibiotic, a z-pack antibiotic. The patient also used a neosporin ointment (otc). No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.